Event description:
It was reported that the device exhibited a high pressure occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. D4: UDI number unavailable. One device was returned for evaluation. Visual inspection revealed no external damage to the device. Review of event history logs confirmed multiple occurrences of high pressure alarms that occurred continuously. Functional testing was performed and could not replicate the reported issue. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The cause was stated as possible defective downstream sensor or cassette product; however, this could not be confirmed and the exact root cause was undetermined. The downstream sensor was replaced and upstream sensor re-calibrated as a preventative measure. The product?s history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.